Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding; a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was wondering whether their remote should be saying off and ok. Troubleshooting could not be done due to lack of product access. The patient¿s remote batteries were depleted and could not be troubleshot. The patient was running to the store to get new batteries. The patient stated that they felt stimulation was off for the past two days. There were no further complications reported.